Event description:
The product was used during an unspecified procedure. Reportedly, the clips did not load properly and the instrument was difficult to open. The hospital has reported no patient injury occurred.